Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use also caution that the catheter should never be withdrawn through the tuohy needle to avoid possible transection of the catheter. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire if used) must be removed simultaneously. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery to place a lumbar drainage catheter. According to the report, during the surgery, the doctor left 8 - 18 cm of the catheter in the patient. According to the report, the doctor preformed revision surgery on the same day to take out the piece of catheter that was left behind. Reportedly, the patient¿s current condition is normal.

Manufacturer narrative:
The returned catheter was patent and it met all of the requirements for the leakage, tensile strength and ultimate elongation tests. The catheter was missing the proximal flow holes. A v-shaped tear was observed at the proximal end of the catheter. The instructions for use that accompanies the device cautions that to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. It goes on to say that if the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.